Event description:
It was reported that the infusion set was leaking at the connection between the infusion set and the cartridge. The user reported that the issue occurred with several infusion sets from the same box.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.